Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: b1: product problem only. H1: malfunction only. The shell inserter was not returned and no pictures provided; visual and dimensional evaluations could not be performed. Lot identification for the shell inserter is necessary for review of device history records, lot identification was not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04856. Product location unknown.

Event description:
It was reported that during an initial surgery, the cup would not screw onto impactor. This was a contributing factor in the 2.5 hour delay in surgery. Attempts have been made and additional information on the reported event is unavailable at this time.